Event description:
It was reported that during the procedure in the left anterior descending (lad) artery for treatment of a chronic total occlusion, a 6f guide catheter and a micro-catheter were delivered for extra support. A pilot 150 guide wire was delivered to the distal lad without resistance. A non-abbbott 1.25x6 balloon was dilated at the lesion 10 times at12 atmospheres (atms). The distal segment of the lad could not bee seen via angiogram. Contra-lateral angiogram was performed and showed that the distal segment of the guide wire was not in the target vessel. Dilatation of the lesion was performed via radial access using non-abbott balloons (1.5 and 2.0) and the distal lad could be seen via angiogram. A non-abbott 2.5x20 balloon was used to dilate the lesion at 12 atms and a small amount of contrast medium was seen leaking out of the distal lad. The patient was in stable condition. An attempt was made to advance a graftmaster stent delivery system (sds) to the distal lad; however, the sds could not cross the lesion. The sds was withdrawn from the anatomy and a 2.75 non-abbott stent was deployed at the distal lad. A 3.0 non-abbott stent was deployed at the proximal/mid segment of the lad. After the procedure, leaking of contrast medium remained in its original form and the patient condition remained stable. There was no adverse patient sequela and no reported clinically significant delay in the procedure due to the no-cross of the graftmaster. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: dilatation catheter: sprinter 1.25x6, rujin 1.5 and 2.0, sprinter 2.5 x20; guide catheter: 6f ebu 3.5, finecross. The graftmaster sds referenced is being filed under a separate medwatch report. There was no reported product deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.